Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the atrial and ventricular leadless pacemakers exhibited a diagnostic anomaly while obtaining their estimated longevity. Longevity estimates obtained were inadequate. After re-interrogating the devices, normal longevity estimates were noted. Programming changes were performed. The patient condition was stable.